Event description:
Provider states has a yellow light and low 02. Provider is not aware what parts are needed to repair the units, request pricing. Provider states units are from (B)(6) and no further information provided. Provider was advised to verify parts needed via the invacare web parts book, provider stated that is what she would do.